Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet sustained external physical damage when the screen cracked, resulting in an unresponsive display and loss of normal device usability, and a replacement was arranged. Symptoms included no reported adverse clinical effects, with blood glucose reported in range. Outcomes included continued therapy using an alternative insulin method without interruption to glycemic control and no need for medical intervention or hospitalization. Investigation included review of user-provided photos, verification of device identifiers, and device replacement logistics. Investigation of this case revealed damage consistent with a cracked display assembly that rendered the user interface inoperable, with no indication of an internal device malfunction. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.